Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple right ventricular (rv) oversensing episodes were observed. The oversensing was unable to be reproduced. Programming changes were made. The patient was stable.